Manufacturer narrative:
The device was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) and high capture thresholds in the right atrial (ra) and right ventricular (rv) channels. It was suspected that the rv lead had dislodged. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.